Manufacturer narrative:
The field service engineer (B) (4) replaced the controller to correct the problem, mr. (B) (6) also informed the nurse manager (B) (6) and the clinic director (B) (6). Ms (B) (6) mentioned that they have not received any patient complaints. No patient injuries have been reported as of 02-24-2010. If additional information is received at a later date, a follow-up report will be sent.

Event description:
Minntech field service engineer (fse) didn¿t set the minimum basin temperature to 35º c at install. This was discovered while on site for another issue. The a-side temperature was 22º. The reservoir digital readout said 38º, and the feed back to the temperature controller indicated 38º. However, the actual temperature was 22º. The print outs from the machine (a-side), show that the machine has been running at 22º from (B) (6) 2010 through (B) (6) 2010. No patient injuries reported as of 02-24-10.